Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an unspecified instrument broke and a fragment fell inside the patient. All pieces were collected immediately. There were no related issues with the system, and the issue was isolated to the instrument. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The instrument has not been received for failure analysis evaluation.